Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). No photo or samples were received. Batch record review was conducted resulting in following: whole production and packaging process has been done in compliance with pr60-110 ver.3.0 male (B)(6). The urinary catheters was manufactured under sap material ID (B)(4) and manufacturing lot #9c02422. Lot #9c02422 was sterilized under sterilization batch - 24a190327, 25a190327 , 25a190328, 26a190328 and released based on the review of results of sterilization. Lot #9c02422 was packed in peel packs on march 23 ¿ 25 2019 in center c2 on packaging machine p016, total lot amount (B)(4) pcs. The catheters were assembled under subassembly lot 9b03463 at machine a097 in march 2019 according to the process instructions g805307 ver 15.0. According to the process instructions g805307 ver 15.0 the position of connector indicator vs bent tip of catheter is checked by technician during order set up- 2pcs from each moulding station and then 100% visual inspection with focus on tiemman indicator position was carried out by operators according to tm-422. According to drawing 60051 the position of connector indicator vs tip bending could be in the range 0°- 45° in both directions. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot .the batch record review indicates no discrepancies. During production of gentle catheters ic tiemann ch12-18 on the machine a097 there were two operators. Both operators perform visual inspection. Machine a097 had vision system that was not validated at the time the lot production. The key point for installation and setting vision system is to provide a control of all catheters focus on catheters failure : eyelet no punch, hangnail left in eyelets, position of connector indicator and bent tip of catheter. Vision system has to reject every catheter with at least of one failures mentioned above . Validation of the position of connector was in scope ccr-01239 which was focused on validation of vision system for gentlecath glide tiemann catheters. Ccr-01239 is applicable for gentle catheters ic tiemann ch12-18 too as the connectors used for both type of catheters are the same. Performance qualification report for machine a097 ¿ validation protocol for vision system on hs machine a097 gentlecath ic coude ch14 was signed on december 12th 2019. A query was run against erp material number 1706973 for malfunction code uca-pmc7.4 incorrect tip alignment (relative to markings) which yielded one occurrence. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 2 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the end user that "he has had several catheters that the notch on the colored funnel end of the catheter that is used as a guide for proper insertion of the coude curve facing up is off but, as much as ninety (90) degrees on some catheters. He reports that he noted it was off and was able to adjust insertion of the catheter so the coude tip was facing up upon insertion into his penis and he still used the catheters, but these are off." No photograph depicting the reported complaint issue was submitted by the complainant. No harm reported.